Manufacturer narrative:
The patient /family was the initial reporter , so personal information was not entered.

Event description:
The customer ran a control test on the contour next one. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control for evaluation. New meter, strips and control were sent to the customer.